Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Father reported the customer has experienced elevated blood glucose for the past 3 weeks, and he alleged the bolus delivery of the infusion device is incorrect. He reported her blood glucose elevated to 539 mg/dl and she had moderate-high ketones in the course of troubleshooting the complaint. No adverse event was reported in relation to this complaint. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.